Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer logfile. Additional diagnostic testing was performed, during which, the programmer failed a touchscreen open-short test. This was indicative of a broken trace on the liquid crystal display (lcd) flexible cable. The programmer was subsequently disassembled, and microscopic inspection confirmed the presence of the broken trace on the lcd flexible cable. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer's touchscreen was found to be intermittently unresponsive. The programmer was exchanged to resolve the event and no adverse patient or user effects were reported. Recently, this programmer was returned for analysis.

Manufacturer narrative:
Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer's touchscreen was found to be intermittently unresponsive. The programmer was exchanged to resolve the event and no adverse patient or user effects were reported. This programmer is expected to be returned for analysis, but was not received. Should the programmer be returned in the future, this record will be updated with analysis results.